Manufacturer narrative:
There is limited device specific information provided, no batch number or product type was available for evaluation. Without a batch reference number, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. No product quality related trend was identified for the subclass adverse event safety request for investigation for nonspecific product type. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risk of blisters and other skin irritations. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure packaged product quality.

Event description:
On 19-jan-2023, a spontaneous report was received from social media regarding a female (age not provided) who used a thermacare heat wrap. Medical history and concomitant products were not provided. On an unspecified date, the consumer used a thermacare heat wrap for an unknown indication. On an unspecified date, after using the heat wrap, the consumer noted that the heat wrap "burned me something awful." No additional information was provided.